Event description:
The company was informed that the patient's device was explanted due to infection. Nafcillin antibiotic treatment began on (B)(6) 2011. The patient was hospitalized on (B)(6) 2011. The patient is being monitored.